Event description:
It was reported that the patient underwent a generator replacement due to high impedance. The device has not been received by the manufacturer to date. No other relevant information has been received by the manufacturer to date.